Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ultrasound showed visible damage to the implant in the side wall + a large amount of fluid around the implant.

Event description:
Patient reported "visible damage to the implant in the side wall + painful complaints + a large amount of fluid around the implant." Physician later reported that ultrasound also found a rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "visible damage to the implant in the side wall + painful complaints + a large amount of fluid around the implant." Physician later reported that ultrasound also found a rupture. The device remains implanted. This record relates to the left side.